Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 for the treatment of stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient has had several mesh revision and removal surgeries during 2007-2008 due to constant pain, dyspareunia and erosion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent: a urethrocystoscopy, bladder overdistention, biopsy, fulguration, injection of coaptite, and suburethral debulking agent on (B)(6) 2009 and a laparoscopic right salpingectomy. On (B)(6) 2010, a cystoscopy, bladder overdistention, and biopsy with fulguration, coaptite sphincter injection in the midurethra. No additional information was provided.